Event description:
A report was rec'd that some employees had adverse reactions when in contact with cidex opa during manual high level disinfection. This is the report for the fourth employee who experienced darkened skin, slight headache, red, teary and painful eyes, coryza and had to clear her throat intermittently, dried mouth, bad taste, scratchy lips when coming in contact with cidex opa. The reactions lasted about 48 hrs after exposure to the product. She was wearing ppe when handling cidex opa. The air exchanges were not measured, however, it was reported that the room was well-ventilated.

Manufacturer narrative:
(B)(4): reaction, eye. References: 2084725-2009-00559, 00560, 00561, 00566, 00567, 00567.